Event description:
Healthcare professional reported through clinical study follow-up that the valve was electively explanted approx. 28 months post implant during concomittent mitral valve replacement. This is the same patient as report #2025587-1997-62.